Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, serial/lot #: none, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not charge and was beeping. The pendant displayed a picture of a depleted battery and the battery led was flashing red. It was found that battery tray 6 was the cause of the reported issue. It was replaced and the reported issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the site attempted to use the system before a case and the system would not function properly because it had no charge. The site tried to leave the system plugged in overnight and it appeared to be charging, but was not holding a charge. It was noted that prior to the reported issue, the system had been left on and plugged in but the emergency stop button was not pressed. There was no patient present when this issue was identified.